Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26138. The manufacturer is unable to determine which lead has the issue so both leads are reported. It was reported the patient is experiencing auto-reducing. Lead diagnostics revealed high impedances on the right supraorbital lead (off-label use). An x-ray revealed no anomalies. Surgical intervention is pending to address this issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26138. The manufacturer is unable to determine which lead was analyzed hence both leads are being reported.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26138. Follow up information identified the patient underwent surgical intervention to remove and replace the extension and lead. Upon opening the incision it was noted the strain relief boot had come off the header of the extension. In addition, lead diagnostics revealed the right supraorbital lead had high impedances. The patient is now receiving effective stimulation.

Manufacturer narrative:
Evaluation: results: the complaint of invalid impedance was confirmed. As received, the incomplete lead segment revealed broken wires near terminal end creating an electrical open. As impedance issues were reported prior to the explant procedure, the detached wire in the lead segment was consistent with overstress caused while the lead was in the patient¿s body. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.